Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The ligator was unpacked and placed onto the scope. It was then inserted into the patient. During the procedure, when the handle was rotated, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the ligator housing with four bands still attached to it, one band returned detached from the ligator housing, and the handle doesn't have evidence that the trip wire was secured. Also, the trip wire was returned broken. No other problems were noted. The reported event of bands unable to deploy was confirmed. Upon analysis on the returned component, the device returned with trip wire broken, the remaining piece of the trip wire didn't return. The handle slot doesn't have evidence that the trip wire was secured. A labeling review was performed and based on the condition of the returned device; this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured and the trip wire slack was not taken up the handle. The IFU states "secure trip wire in the slot on handle unit." And "take up slack by pulling proximal end of trip wire on handle unit." This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire not working accordingly with the handle when pulling the bands. Based on the information available and the returned device analysis, the most probable root cause for the reported complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the anus during an internal hemorrhoid ligation procedure to treat perianal hemorrhoids performed on (B)(6) 2025. The ligator was unpacked and placed onto the scope. It was then inserted into the patient. During the procedure, when the handle was rotated, the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.